Event description:
A hospital in (B)(6) reported that an rt240 breathing circuit caused an mr850 humidifier to display a low temperature alarm and that when the circuit was switched out the humidifier no longer alarmed. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that an rt240 breathing circuit caused an mr850 humidifier to display a low temperature alarm and that when the circuit was switched out the humidifier no longer alarmed. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the inspiratory and expiratory limbs of the complaint rt240 adult dual-heated evaqua breathing circuit were returned to fisher & paykel healthcare (B)(4) for further evaluation. The heater wires of both limbs were resistance tested using a multimeter. Results: the resistance test revealed that the electrical resistance of the inspiratory heater wire was higher than normal and was out of specification. The expiratory heater wire was found to be within specification. A lot check revealed no other complaints of this nature for lot 120419. Conclusion: resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. The heater wire went out of specification during use, possibly as a result of a weak crimp connection.